Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was found to still be attached to the slit portion of the tip of the mynx grip catheter. There was no reported patient injury. It was observed in the lab that the device had been used in accordance with the instructions for use (IFU). When the balloon was deflated and the catheter and unknown sheath were removed, the sealant was found attached to the device. The user was trained in the device. Other procedural details were requested but were not provided. The devices were discarded; therefore, they will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealants of a 6/7f mynxgrip vascular closure devices (vcd) were found to still be attached to the slit portion of the tip of the mynx grip catheter. There was no reported patient injury. It was observed in the lab that the device had been used in accordance with the instructions for use (IFU). When the balloon was deflated and the catheter and unknown sheath were removed, the sealants were found attached to the device. The user was trained in the device. Other procedural details were requested but were not provided. Two (2) non-sterile mynxgrip vascular closure devices (6/7f) were returned for investigation. Additionally, three photos were provided for review. Per the picture analysis, one image showed a label of the product information. The other image showed, the sealant located in the shuttle, exposed through the slit and soaked in blood. The sealant sleeve is not visible in the image. No other anomalies or notable details were observed in the images. The visual inspection of the second device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was partially exposed on the catheter shaft, and the advancer tube was in its manufactured position. The sealant sleeve was found in its manufactured position, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. The inflation/deflation test was then conducted, and no issues related to the reported event were observed. The balloon inflated and deflated as expected. A review of the manufacturing documentation associated with lot f2522302 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿sealant sealant misdeployment complete¿ was observed through analysis of the returned device as the sealant was found partially exposed on the catheter shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, picture analysis, and product analysis, it is not possible to determine what factors may have contributed to the misdeployment incident reported; however, procedural/handling factors, such as incomplete shuttling down of the shuttle may have likely contributed to the event as the sealant was partially exposed on the catheter shaft, and the advancer tube was in its manufactured position. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy or a possible misdeployment of the sealant. Neither the picture analysis, product history review, product analysis, nor the information available for review suggests that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealants of a 6/7f mynxgrip vascular closure devices (vcd) were found to still be attached to the slit portion of the tip of the mynx grip catheter. There was no reported patient injury. It was observed in the lab that the device had been used in accordance with the instructions for use (IFU). When the balloon was deflated and the catheter and unknown sheath were removed, the sealants were found attached to the device. The user was trained in the device. Other procedural details were requested but were not provided. The devices were later returned for evaluation.